Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. During the disinfection process, a leak on the film of the cassette was found. The sample was visually inspected and a pin hole was found in the film, however inspection of the cassette (hard plastic) found no damage. The reported event was confirmed. The investigation revealed that there were no sharp edges in the production area or on the machine surface that could have caused damage on the film. The device history record (DHR) of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. In addition, the complaint database was queried and no additional complaints with the same failure mode have been received from this lot. A device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product involved was manufactured within specifications.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler while removing the cassette during their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 3 of 4 and a patient line is blocked (soft alarm) in drain 4 of 4 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient¿s contact stated that the patient is trained on performing manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is available for return for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.